Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to a small tear in the top of the distal occluder. This damage is similar to damage that may be caused by contact with a sharp object. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was leaking.